Manufacturer narrative:
This report is submitted on may 27, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient underwent a surgical washout procedure on (B)(6) 2024, to clear the infection. The patient was also treated with antibiotics for a duration of 6 weeks (specific type and date not reported) and was hospitalized for a duration of 4 days (specific date not reported). The device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical washout procedure under general anaesthesia on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 04, 2024.